Manufacturer narrative:
The reported field events of lead noise and insulation abrasion were confirmed in the laboratory. Visual inspection revealed an external insulation abrasion breaching the sensing conductor cable lumen between the superior vena cava (svc) shock coil and the suture sleeve tie impression, consistent with lead friction to another device or patient anatomy. The blue coating of both the sensing conductor cables was abraded in this region, which likely contributed to lead noise in the field. A lead-to-device can external insulation abrasion was also noted breaching the svc conductor cable lumens proximal to suture sleeve impression region. However, no damage to the conductor cable coating or the inner coil was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic due to a device alert and noise was observed on the right ventricular (rv) lead. The rv lead was explanted and externalized conductors were observed. The lead was replaced with no adverse consequences to the patient